Event description:
It was reported during implant, the ventricular lead's helix was retracted and then would not redeploy. The lead was replaced. The atrial lead was also replaced due to a high pacing threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : no anomalies found, however there was a cosmetic depression on outer insulation; proximal segment was returned and analyzed. (B)(4) : the full lead was returned, analyzed and the shaft seal was out of position. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and blood in/on the helix mechanism.

Event description:
Asku